Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: part # 05.000.008. Synthes lot # 007911. Supplier lot # (B)(4). Release to warehouse date: 21 oct 2020. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on an unknown date the 05.000.008 does not work. The issue was observed during testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. The repair technician reported that cracked contact plate, damaged vent, discolored wire, debris on barriers. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 27 may 2025 and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that on an unknown date the power driver does not work. The issue was observed during testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.